Manufacturer narrative:
A review of the complaint indicated that the device triggered a "suspected leads off" and "no connection 24-hour" service monitoring ticket on day 2. Irhythm attempted to contact the patient on day 4 and left a voicemail regarding the alerts. On day 10 irhythm attempted to contact the account via telephone but was unsuccessful. An email was sent to the account, and irhythm was informed that the patient had experienced a stroke. The available clinical data showed that the patient wore the zio at for approximately 8 days of the 14-day prescribed wear period. A review of the patient¿s daily reports showed 150 transmissions, and no arrhythmias met the medical doctor notification (mdn) requirements. The zio at was not returned to irhythm for evaluation; therefore, irhythm is unable to confirm if a device malfunction occurred. However, based on the available information, there are no known missed or misclassified mdns that likely attributed to or caused the event. This report is being submitted out of an abundance of caution. This event is being reported per as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
Irhythm was informed that a patient experienced a stroke during the zio at wear period. The device was removed, and the patient underwent magnetic resonance imaging (MRI). No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.